Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an electrical short through fet transistors, designator q1 and q2. It was also observed that a fuse was blown.

Event description:
It was reported that the device will not operate on ac power. There was no patient use associated with the reported failure.